Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer was feeling well. They did not feel ok to troubleshoot. Drive support condition was not mention. Customer's blood glucose value at the time of incident was 500 mg/dl. Customer blood glucose level was 425 mg/dl at the time of call. Customer reports they have contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer reports bolus wizard is programmed accurately. The infusion set was changed on (B)(6) 2018. The cannula was bent. Customer did not perform high pressure test. Product will not be returning for analysis. The customer was not using auto mode feature during the serious injury.